Event description:
Expired device, mini bio push lock arthrex implanted in right wrist. Reason for use: tender subluxing ext carpi ulnaris. Expired devices implanted on (B)(6) 2012. Devices expired on 07/2012 and 08/2012.